Event description:
Patient arrived to neuro ICU from pacu with patient-controlled analgesia (pca) infusing. The pca tubing discovered to be leaking at y-site connection sometime after arrival. The pca tubing changed with new tubing from (B)(4) supply room. A short while later, new tubing discovered to be leaking at same site. This tubing was pulled from two different supply areas in the hospital. Tubing changed out again and no further leaking identified. Manufacturer was notified. Second set of tubing sequestered. First set was not saved. Submitting this report for tracking purposes only.